Manufacturer narrative:
(B)(4). D10 - concomitant devices - palacos rg bone cement 1x40 single catalog #: 00111314001 lot #: 67014193c, nexgen standard all poly patella size 35mm catalog #: 00597206535 lot #: 61113009, nexgen lps-flex articular surface size ef 14mm catalog #: 00596204014 lot #: 62126748, nexgen option femoral component size e left catalog #: 00599601551 lot #: 61124846. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and tibial loosening approximately twenty-six (26) months following the patient's last knee procedure. Revision operative notes noted loosening of the medial tibia cement from the bone. No intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records provided confirmed the patient was revised due to loosening. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.